Manufacturer narrative:
Device not being returned from hospital, hospital unwilling to provide more info. Internal investigation in process, but not yet complete.

Event description:
It was reported that: "surgeon removed the screw from a variax distal radius plate because he stated the screw was backing out of the bone and plate." Customer refuses to release further info.